Manufacturer narrative:
The report of a failed preventative maintenance was confirmed. The proximate cause of the report of failed preventative maintenance was determined to be due to a defective air-in-line sensor assembly which lead to 242.4030 error code. The proximate cause of the bezel assembly, rear case, iui, and membrane frame component damage was due to customer damage.

Event description:
It was reported that device failed during preventative maintenance. The device failed accuracy testing; low volume, and/or temperature, and/or pressure. There was no patient involvement.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of a failed preventative maintenance was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.